Manufacturer narrative:
The explanted device will reportedly not return for analysis. A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly had their internal device pulled out of their ear after having their headpiece was removed by a nursing home doctor. The recipient reportedly experienced non-auditory sensations and pain when the device was pulled out of the ear. The recipient was taken to the emergency room where the recipient was treated for an infection of the scalp, and an open wound the size of a softball. A CT scan was completed and noted the electrodes are still within the ear canal. The recipient was prescribed antibiotics (type unknown). On (B)(6) 2023, the electrode was removed. The recipient has been released from hospital care. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionic considers the investigation into this reportable event as closed. The recipient has healed and will not be reimplanted. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.